Event description:
Caller states customer was unable to test her blood glucose while having low blood glucose symptoms due to an error on the compact plus system. Caller treated the customer with glucose tablets and a sandwich; customer's low blood glucose symptoms improved. Customer last attempted to use the device an hour prior to onset of symptoms. Requested return of suspect device and replacement was sent.